Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip was not aligned and did not close all the way on the mega needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation tested the instrument manually for intuitive motion. The tips opened and closed without any issues and were aligned. Failure analysis investigation also found instrument grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.